Event description:
Customer called for assistance with her contour ts meter and during the course of the call received a control reading of 220 mg/dl. The range is 97-134 mg/dl. No adverse events were alleged. New strips were sent to the customer and she is expected to return her strips for eval.